Event description:
It was reported that an interlink y-type blood solution set leaked blood from the tubing, specifically from where the blue clip goes into the pump. After the tubing was removed from the unknown pump, a puncture was noted in the tubing. The transfusion was stopped, and the remaining blood solution was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample received for evaluation was found to be contaminated with blood and biohazardous; therefore, an evaluation of it was unable to be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.